Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and intermittent loss of capture soon after implantation. There was no asystole. The device was reprogrammed and a temporary device was placed. This lead was later found to be partially dislodged on imaging. The patient underwent surgical intervention to successfully reposition the lead a few days later. No additional adverse patient effects were reported. The device remains in service.